Event description:
It was reported during a da vinci-assisted low anterior resection procedure, one side of the cadiere forceps instrument jaw was broken/missing. The site completed the procedure and there was no reported patient injury. Intuitive surgical, inc. (Isi) completed follow-up with the customer and obtained the following information: the robotics coordinator explained the instrument was not fully inspected prior to use to determine if the instrument had damages or anything out of the ordinary. The issue was identified during the procedure when the cadiere forceps instrument was visualized on the screen after insertion. The surgical staff completed the procedure with a spare instrument and x-ray images were taken to determine if any unintended retained foreign objects were in the abdomen. The x-ray was read negative by surgical team and radiology attending for any unintended retained objects. Since the surgical staff were unsure whether the instrument was intact before insertion, it is unclear if any fragments were broken off and fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps associated with this complaint and completed an evaluation. Failure analysis (fa) confirmed the reported issue as the cadiere forceps was found with a broken grip at the grip base. A piece approximately 0.211" x 0.624" was found to be broken off the yaw pulley. The broken piece was not returned. This failure is most commonly caused by mishandling/misuse such as excess force applied to the instrument jaws.